Manufacturer narrative:
Blank display due to corroded all electronic assy and keypad trace.

Event description:
The customer reported via phone call that the insulin pump had visible moisture under the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.